Manufacturer narrative:
Evaluated one opened/used partial enlite and inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. The insertion needle passed per specifications and it was missing sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received a calibration error alarm. The customer's blood glucose was around 130 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they received false low alerts. The sensor will be returned for analysis.